Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The following sections are updated: device available for evaluation; returned to manufacturer on: 1/21/2020. Device evaluation: sample was received on 01/21/2020. The zxr00 lens was not returned in its original package. Visual inspection using magnification was performed and revealed that the lens was returned with a large cut. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material and material looks like body fluids were also observed on lens. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. (B)(4). Device evaluation: since lens was discarded and will not be returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation request was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the patient¿s right eye due to dysphotopsia. No adverse events, no patient post-op injury. Replacement iol was zcb00 21.5 diopter. No other information was provided.